Event description:
It was reported that the insulin pump squirted out insulin after the motor stopped, and the device also alarmed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.